Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complains of discrepancies in ft3 and ft4 results when comparing an unspecified number of patient results from the elecsys to results from the architect. When measuring values in a 1 step method, false high values are experienced due to the influence of "coexisting substances". Samples which had "sitsh" like findings with a 1 step method were measured by a 2 step method. Six "sitsh-like" specimens measured in the 1 step method had similar findings when measured with a 2 step method, but 21 cases were not "sitsh-like". Polyethylene glycol (peg) treatment of these 21 cases resulted in a decreased recovery rate in 2 cases. In addition, "segsh-like" specimens were also subjected to peg treatment in the same way for ft4 and ft3, which resulted in single abnormally high values, and a decrease in recovery rate was observed. All of the samples with a decreased recovery rate by the peg treatment were samples which had autoantibodies. This suggests that antibodies against t3 and t4 were affected by the reaction process. Those which become abnormally high or "sitsh like" by the 1 step method would need to be examined by the 2 step method in order to account for differences caused by the influence of autoantibodies and the like. The customer provided data for a total of 19 samples from 5 different patients tested for multiple assays on the roche diagnostics elecsys e170 modular analytics immunoassay analyzer (e170). Erroneous results were reported outside of the laboratory for a total of 12 of these samples. Results from the following assays were affected: elecsys tsh assay (tsh), elecsys ft3 iii (ft3), elecsys ft4 ii assay (ft4ii), and elecsys ft4 iii assay (ft4iii). Patient identifiers for information related to each affected assay: (B)(6). Refer to the attachment for all patient data. Values highlighted in yellow are erroneous. Samples were tested on the customers e170 analyzer and repeated on the architect analyzer. Some samples were also tested on the e170 to compare ft4ii and ft4iii values. No adverse events were alleged to have occurred with the patients. The e170 analyzer used at the customer site was (B)(4).

Manufacturer narrative:
Eleven of the patient samples were provided for investigation where they were tested on a cobas 8000 e 602 module (e602) and a cobas e 411 immunoassay analyzer (e411). Refer to the attachment for all patient data. The e602 analyzer used for investigation was 1286-07. Ft3 reagent lot number 277945, with an expiration date of september 2018 was used on this analyzer. The e411 analyzer used for investigation was 1368-02. Ft3 reagent lot number 277945, with an expiration date of september 2018 was used on this analyzer.

Manufacturer narrative:
The sample for patient d was repeated on a centaur analyzer, resulting with the following values: tsh = < 0.008 uiu/ml, ft4 = 6.34 ng/dl, ft3 = > 20.0 pg/ml. The data measured on the e602 and e411 analyzers used for investigation has been corrected. Please see the attachment for the correct data.

Manufacturer narrative:
Further investigations were performed on the sample dated (B)(6) 2018 from patient a and samples dated (B)(6) 2018 and (B)(6) 2018 from patient b. Investigations of these samples confirmed they contained an interfering factor to a component of the ft3 and ft4ii assays. This limitation is covered in product labeling. All the remaining samples could not be provided for investigation. For these samples, the investigation was unable to find a definitive root cause. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.